Event description:
Boston scientific received information that this right atrial (ra) lead exhibited severe oversensing. The decision was made to replace the entire system as a result. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.